Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that right ventricular lead was explanted and replaced due to high thresholds. Lead exhibited helix issues during attempted repositioning. No additional adverse patient effects.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Stylet insertion test failed at deformed inner coil near the terminal end. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that right ventricular lead was explanted and replaced due to high thresholds. Lead exhibited helix issues during attempted repositioning. No additional adverse patient effects.